Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: 309653 batch#: 3299581 it was reported by the customer that have a coagulated blood like substance on the inside of the syringes. Verbatim: rcc received a complaint via email. Pir attached. We have had 2-50ml syringes that have a coagulated blood like substance on the inside of the syringes. One on the plunger end and the next one on the plunger shaft. Both syringes are from the same lot. Both have been retained at site. Bd 50ml syringe ref 30965 exp 2028-10-31 lot 3299581

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there is a coagulated blood like substance on the inside of the syringes. To aid in the investigation, two samples and one photo was provided for evaluation by our quality team. One sample came in a sealed packaging blister and the other sample came in an opened packaging blister. One sample has foreign matter on the syringe plunger rod thumb press and the other sample has foreign matter on the syringe plunger rod ribs. The foreign matter is not embedded and appears to be lubricant from the molding press. The samples were sent to a laboratory for additional analysis. The laboratory analysis confirmed the foreign matter was not blood but had the highest match to grease. The photo provided shows the sample received. A device history record review was completed for provided material number 309653, lot 3299581. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the molding process was performed with no residues of grease, or any other foreign matter observed. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 309653. Batch#: 3299581. It was reported by the customer that have a coagulated blood like substance on the inside of the syringes. Verbatim: rcc received a complaint via email. Pir attached. We have had 2-50ml syringes that have a coagulated blood like substance on the inside of the syringes. One on the plunger end and the next one on the plunger shaft. Both syringes are from the same lot. Both have been retained at site. Bd 50ml syringe ref (B)(4); exp 2028-10-31; lot 3299581.